Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed. The cause for the reported error 2240 was leaking bag or a hole in the tubing. Baxter found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 which occurred on home choice (hc) during use during drain 4 of 4. The home patient (hp) stated that he was connected to the hc and noticed that fluid was leaking from the supply bag connection. The baxter technical representative (tsr) had the hp cycle power to get se 2367. The tsr then had the hp cycle power again to "press go to start" and had the hp disconnect and remove cassette to discard supplies. The tsr explained the alarm and assisted the hp to clear the alarm. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report. On (B)(4) 2011, product surveillance spoke with the nurse who stated that the patient had visited them on (B)(6) 2011 and the nurse was unaware about the se 2240 alarm. The patient had no issues related to the therapy. The patient was doing fine and continuing therapy. The nurse will follow up regarding the alarm with the patient. There was no further information available related to the reported issue.